Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 12/10/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received in the replacement¿s lens case. The replacement¿s folding carton, patient stickers, patient ID card, directions for use (dfu), and additional documentation were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Furthermore, lens damage was observed, but this can be attributed to the lens being received uncentralized and crushed in the lens insert of replacement¿s lens case. The lens was cleaned, and no other defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model za9003 intraocular lens(iol) was explanted from patient's left eye in a secondary surgical procedure because of refractive surprise. No medical/surgical interventions such as vitrectomy, sutures or incision enlargement were performed. The replacement lens used is a same model but higher diopter 18.0. No further information was provided.